Event description:
Product packaging labeled as medium pressure. Actual valve has three dots, which indicates high pressure not medium pressure as labeled. (See also MFR report #2021898-1998-177, -00178, -00179.)